Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 7fr sheath, after an interventional procedure. Reportedly, after suture deployment, before suture retrieval, excessive resistance was felt and the device could not be removed from the patient anatomy. The device was surgically removed. The patient received a blood transfusion. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the proglide device was returned for evaluation. The foot was properly parked inside the needle guide as received. The evaluation could not conclude that manufacturing, user technique or anatomical condition had influence on the reported experience. Therefore the cause of this incident could not be determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.